Event description:
It was reported the patient presented for implant procedure. During surgery, the helix on the atrial leadless pacemaker (lp) was sprung. A different lp was used to complete the procedure. The patient was in stable condition throughout.

Manufacturer narrative:
The reported event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual analysis noted that helix length was out of specification; helix elongation is consistent with having occurred during procedure. Further analysis found no anomaly. Longevity assessment found above the elective replacement indicator (eri) voltage with appropriate remaining longevity.